Event description:
It was reported by the customer that powerglide failed to deploy the safety device after insertion. The catheter did deploy but the safety portion stayed in the device so the needle was exposed after insertion. No adverse events or injuries from event are noted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty activating the safety mechanism is confirmed and was determined to be related to manufacturing. One 18 ga powerglide pro was returned for evaluation. An initial visual observation revealed little use residues throughout the returned powerglide pro. The catheter and wings were not returned for evaluation. The safety mechanism was observed to be inside the powerglide pro housing along the proximal end of the needle shaft. A microscopic observation revealed excessive adhesive along the proximal needle shaft. The powerglide pro was taken apart to observe the safety mechanism inside the housing of the device. After microscopic observations of the needle shaft and the safety mechanism, the safety mechanism was advanced over the needle tip with some initial resistance. Advancement of the safety mechanism over the needle tip caused visible scratches along the needle shaft. The device was subsequently reassembled. Excessive adhesive along the needle shaft may cause the safety mechanism to not deploy as intended. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that powerglide failed to deploy the safety device after insertion. The catheter did deploy but the safety portion stayed in the device so the needle was exposed after insertion. No adverse events or injuries from event are noted. No other information was provided.